Event description:
Procedural image review: multiple coronary angiographic images confirm the presence of a tortuous lesion in the proximal lcx. There appears to be a degree of calcification in the left coronary system but not specifically at the lesion site. Initial wire loading into the lcx appears to show difficulty accessing the ostium of the lcx, however the wire was successfully delivered. The lesion was pre-dilated and images of the vessel after pre-dilatation activities appear to show a short lesion at the ostium of the vessel that may have impacted on device deliverability. The angle into the ostium of the lcx and the tight lesion may have imaged on the device delivery and the observed damage reported from the account. No images were shown of the unsuccessful delivery of a device. The lesion was further pre-dilated followed by the successful deployment of a stent. The deployed stent profile appears acceptable but the vessel profile post stent deployment appears to be somewhat irregular.

Event description:
The physician intended to implant an endeavor resolute drug-eluting stent to treat a lesion in the cx. The target lesion site was described as a "curve at the beginning of the vessel", with no calcification in that area. Lesion pre-dilation was performed. Approximately 30% stenosis remained following pre-dilation. Resistance was encountered advancing the device to the target lesion. The stent was observed to be damaged at this stage in the procedure. No abnormalities were noted with the device during preparation or inspection prior to use. Another stent was successfully deployed. No clinical sequelae were reported. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (stent damage, failure to deliver the stent). Patient's condition affected effectiveness of device (curved vessel, resistance felt advancing the device to the lesion). No results available since no evaluation performed (device or procedural images not provided for review). Evaluation conclusions: known inherent risk of procedure (stent damage, failure to deliver the stent). Device failure/lack of effectiveness related to patient condition (curved vessel, resistance felt advancing the device to the lesion). Unable to confirm complaint (device or procedural images not provided for review).

Event description:
Device evaluation: the device has been returned for evaluation. The stent was slightly stretched with the 1st distal segment partially overlapping the distal marker band. The 7th distal stent segment was raised and deformed.

Manufacturer narrative:
(B)(4).